Manufacturer narrative:
On 27-jan-2021, mentor received additional information about the event. The suspect medical device is a mentor memorygel breast implant 400cc gel breast prosthesis, catalog #3507400bc, lot #5611213, serial #(B)(6), UDI #(B)(4), PMA #p030053, and estimated implantation date of 09-nov-2006. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2020. The explanted right breast prosthesis was discarded after surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-mar-2021, mentor received additional information about the event: ultrasound and MRI scans stated that the patient developed a papilloma on her right breast. The patient underwent surgical excision of the breast mass on the same day as her bilateral explantation and replacement surgery, (B)(6) 2020. Pathology results stated that the papilloma tissue did not show formal atypia and there was no evidence of malignancy. Ultrasound results indicated that the patient had developed a few scattered tiny cysts on both of her breasts. A separate medwatch report will be submitted for the patient¿s left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was diagnosed by MRI. In addition, the patient developed capsular contracture (baker grade unknown) in her right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.